Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed errors on the usm and replaced the part to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 319. The unit was tested on an in-house system, the 319 could be replicated in normal mode. The unit was also tested on a pftp, and fiber test pitch failed, pointing to rolling loop. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the universal surgical manipulator 2 (usm) had 307 than 319 faults. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs confirmed errors and attempted to reboot the system with no change. The site did not have a backup patient side cart (psc) available. The site was advised to stow usm2 out of the way after disabling the arm. The procedure was completed with no reported injury.